Manufacturer narrative:
Stretcher locate din transport storage room technician found that the brakes were not holding due to worn left caster. Replaced ft left caster to resolve this issue.

Event description:
Information received that the brakes were not holding no injury reported.